Manufacturer narrative:
(B)(4): the ok button symbol was observed to be worn but there was no visible damage to the keypad. The keypad buttons were found to be unresponsive to presses. The keypad was removed and corrosion was observed under the button contacts. Unrelated to the complaint, the pump paint was found to be discolored, fading, and chipped.

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has been exposed to moisture. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.